Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The sensor insertion date was not provided. On (B)(6) 2021, the patient reported the cgm displayed high values after the evening meal and based upon the cgm values, the patient received corrective boluses of insulin via his insulin pump. The following morning, the patient was found by his spouse who reported he was ¿rigid and unresponsive¿. The spouse call emergency medical services (ems) and while waiting for the paramedics, the wife provided water with sugar to her husband, but he was not moving and unable to swallow. The wife administered an injection of glucagon and during the call to emergency medical services (ems), the spouse was instructed to apply honey on the lips and gums. When the paramedics arrived, another dose of glucagon was administered as well as sodium glycoside. Shortly after, the patient reported he woke surrounded by the paramedics while being prepared for transportation to the hospital. A blood glucose test was performed at the hospital which was 27 mg/dl. The patient was released from the hospital four hours later. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.